Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and battery testing were performed. The low battery alarm was identified during battery testing. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented a low battery alarm. No additional information is available.